Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated retainer ring had missing pieces and reservoir was unable to lock in place when inserted into insulin pump. It was unknown that customer was using auto mode or not. The insulin pump will be returned for analysis.